Event description:
It was reported that a pt underwent a hysterectomy and a sling procedure in 2005. The pt had no urine leakage until about four to five months after the surgery. With minimal movement, the pt experiences urine escaping with no ability to stop. The pt also experiences that she never empties her bladder as seen on an ultrasound. Two different medications were used without success. Prior to the surgery, urine leakage was mostly when jumping, coughing, or sneezing. No infections were reported but the pt has occasional lower back pain.

Manufacturer narrative:
Date sent to the FDA: 04/10/2009. Urinary retention occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.